Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5. Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. The foreign material located on the distal end was likely due to a deviation from the reprocessing instructions. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-190 series operation manual chapter 3, ¿preparation and inspection¿. Instructions for gif/cf/pcf-190 series reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: during device inspection, the subject device exhibited foreign material in the air/water tube, air/water cylinder, jet tube and distal end cover.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air water tube and jet tube. There were no reports of patient involvement.